Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was an atrial lead warning. There was low impedance and the unipolar impedance was higher than the bipolar impedance. The lead remains in use in bipolar with monitor on. No patient complications have been reported as a result of this event.